Manufacturer narrative:
UDI: (B)(4). Device evaluation: the actual device was returned for evaluation. A visual and functional assessment was performed which determined that the device failed for attachment coupling, sticky speed trigger, oscillation angle, check the off/ forward/reverse mode function, switching function forward/reverse and power with test bench. During service/repair, it was observed that the device had a foreign substance, corrosion and a damaged coupling head. It was determined that the electronic control unit (ecu) had no voltage and the motor was damaged. It was determined that the issues were consistent with faulty parts. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to component failure, which is normal wear (faulty out from use). If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during testing, it was observed that the gears of the small battery drive device were not working. During in-house engineering evaluation, it was observed that the device failed for sticky speed trigger. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.